Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the set was not returned, no investigation was performed and mmdg was unable to confirm the complaint.

Event description:
The initial reporter stated that there was air past the filter on the curlin tubing set. During a follow up call from mmdg the initial reporter stated that this was discovered in the pharmacy while they were priming the set, and therefore, did not have any patient involvement or effect. (B)(4).